Event description:
Baby born with respiratory distress syndrome (rds), requiring ventilation and frequent blood work. Due to required blood work, an umbilical arterial catheter (uac) was placed. Baby's improvement was noted and uac was to be removed. Procedure for uac removal was initiated. After approx 2 cm of tubing was removed the tubing was found to be broken off, leaving approx 14.7 cm in the abdomen. This was confirmed by x-ray. On staff neonatology physician and two general surgeons tried to remove item with no success. Pt transferred to another med ctr where item was removed. This catheter was in place in the infant for approx 5 days. Infant has been discharged with no apparent difficulties from this incident.